Event description:
It was reported that during cartridge and tubing changeout, insulin did not appear during the fill process and a leak was suspected; when the pump, connector, and tubing were placed on a paper towel, dampness was observed under the pump, consistent with a cartridge leak, and the user later confirmed correct installation with a filled cartridge and was able to resume insulin delivery. Symptoms included no reported clinical effects and blood glucose reportedly unaffected. Outcomes included no medical intervention, no hospitalization, and resumption of therapy after troubleshooting. Investigation included user guidance and troubleshooting to identify the leak source and confirmation of proper change technique. Investigation of this case revealed evidence consistent with a leaking cartridge based on observed dampness at the pump location and resolution after component replacement and correct setup. It was concluded that the event was related to a suspected cartridge leak, and user education and proper setup restored normal function.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.